Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the left ventricular (lv) lead dislodged over time due to patient activity and was unable to reposition the lead to its original position due to scar tissue that had formed at the origin of the vein. Therefore the lv port on the device was plugged and converted from a bi-ventricular device to a ICD device. No patient complications have been reported as a result of this event.